Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device unique identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device return was tested and the unit passed all functional tests and no issues were found . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a turp (transurethral resection of the prostate) procedure the device exhibited intermittent issue and shuts down itself. The user restarted the system, replaced the cable and the electrode device however, the issue was not resolved. Both the cable and the electrode cannot be detected by the device. According to the report, an internal noise can be heard inside the device. The device was replaced by a loaner and the intended procedure was completed. The serial number of the device used to complete the procedure was not provided. There was no patient harm or injury reported due to the event. No user injury reported.